Event description:
It was reported that the tibial base failed requiring a revision surgery to correct.

Manufacturer narrative:
The tibial tray grit blast surface has no bone cement attached and the surface appeared burnished which both indicate a degree of loosening of the tibial tray component. There was also scratching observed on proximal portion of tibial baseplate. The insert showed pitting and abrasion which indicates the presence of third body particles in the articulating areas. This could have been caused by boney debris or bone cement in the articular space. The exact cause of lack of bone cement and subsequent loosening could not be ascertained from the analysis. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion.